Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial #: (B)(6) , ubd: 20-apr-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-14: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their stimulation was not working properly. Patient's leads switched to the left side and they didn't feel any stimulation on their right which was where they had most of their pain. Patient was reprogrammed multiple times. Patient was also reprogrammed by a manufacturer representative (rep). Patient was put on a and the stimulation was turned up to a 9.5 but the stimulation was so strong so they turned the stimulation down to 7.5 and patient still felt vibration. Patient would have their procedure to move the leads back to the right and relocate the implant. Patient didn't know if the implant was facing upward or downward but the surgeon would swap the implant to the opposite side. Agent redirected patient to their healthcare provider (hcp) to address the issue. Patient also inquired if they should turn off/turn on stimulation after MRI and agent reviewed information. 2024-may-22: additional information was received from a manufacturer representative (rep). The rep reported that the doctor (hcp) suggested patient get an x-ray to determine if the leads migrated. Stimulation coverage on the right side was suboptimal; they tried to reprogram the patient. Hcp suggested to the patient that if she did need a revision, she would possibly need a paddle lead due to her poor bone quality/bone density, but would determine that the day of surgery. Rep was unable to determine exactly the issue.